Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. E2013037. Total number of events ¿ 109. Physiomesh ¿ 4. Physiomesh oval ¿ 2. Proceed* multi-layer laminate mesh unknown ¿ 0. Proceed* multi-layer laminate mesh ¿ 1. Prolene polypropylene mesh - 63. Prolene polypropylene mesh unknown product - 30. Ultrapro mesh - 6. Vicryl polyglactin 910 mesh ¿ 3.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and the mesh was implanted. Following the procedure, the patient experienced pain and erosion and underwent revisionary surgeries and procedures. No additional information was provided.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2017.

Manufacturer narrative:
Date sent to FDA: 4/23/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2017.

Manufacturer narrative:
Date sent to FDA: 12/27/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2017.

Manufacturer narrative:
Date sent to FDA: 02/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2016 through january 31, 2017.

Manufacturer narrative:
Date sent to FDA: 02/18/2020. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2016 through january 31, 2017.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2017.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018. Ethicon MDR summary reporting exemption e2013037reporting period (B)(4) 2017 through (B)(4) 2017.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2017.

Manufacturer narrative:
Additional h-6 patient codes: 2422. Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2017.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2017.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2017.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2017.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2017.

Manufacturer narrative:
Ethicon MDR summary reporting exemption e2013037. Reporting period december 1, 2017 through january 31, 2017.